Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe low blood glucose event described as glucose readings in the 40s before bed during a seasonal transition with increased exercise, and the user treated the event with oral glucose. Symptoms included hypoglycemia. Outcomes included a serious injury or illness impairment. Investigation included communication and interviews as well as analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding any device problem or specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.